Event description:
A literature article in neurosurgery reported that a retrospective study was conducted for patients treated for blister-like aneurysms (blas). It was reported that a patient underwent stent placement across the bla located in the left supraclinoid ica. Immediately post stent placement stagnation of blood flow within the aneurysm was observed resulting in thrombus formation around the stent tines. The patient was treated with an abciximab bolus and infusion (dose unknown). Of note, the patient was not pre-treated with aspirin or clopidogrel. Repeat angiography seven days post procedure demonstrated decreased aneurysm filling without any evidence of thrombosis. The patient was discharged in good neurologic condition. Follow-up cta 4.5 months later showed complete aneurysm occlusion. No other information is available.

Manufacturer narrative:
The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, vessel thrombosis is a known risk associated with endovascular procedures and is noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.

Manufacturer narrative:
Event date: the exact date of the adverse event is unknown. The patient was treated between (B)(6) 2008 and (B)(6) 2012. Subject device implanted.

Event description:
A literature article in neurosurgery reported that a retrospective study was conducted for patients treated for blister-like aneurysms (blas). It was reported that a patient underwent stent placement across the bla located in the left supraclinoid ica. Immediately post stent placement stagnation of blood flow within the aneurysm was observed resulting in thrombus formation around the stent tines. The patient was treated with an abciximab bolus and infusion (dose unknown). Of note, the patient was not pre-treated with aspirin or clopidogrel. Repeat angiography seven days post procedure demonstrated decreased aneurysm filling without any evidence of thrombosis. The patient was discharged in good neurologic condition. Follow-up cta 4.5 months later showed complete aneurysm occlusion. No other information is available.